Event description:
It was reported that during preparation for a stenting treatment procedure the sterile package barrier was found to be compromised. A 2.75x24mm promus element stent delivery system was being prepped for use when it was noted that the package had already been opened and the seal of the inner pouch was compromised. The procedure was completed with a different device. No patient complications were reported and the patient's status is excellent.

Event description:
It was reported that during preparation for a stenting treatment procedure the sterile package barrier was found to be compromised. A 2.75x24mm promus element stent delivery system was being prepped for use when it was noted that the package had already been opened and the seal of the inner pouch was compromised. The procedure was completed with a different device. No patient complications were reported and the patient's status is excellent.

Manufacturer narrative:
Device is a combination product.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination found that the top vendor seal was opened. The inside of the seal was opened along its full length, approx. 202mm. The outside of the seal was opened approx. 162mm. This indicates that the seal was opened from the inside outwards. Tyvek was present on the poly side of the opened seal, therefore indicating that a complete seal had been present. A moon shaped line was visible on the tyvek in the previously sealed area. The side seal on the right was partially delaminated from the inside over a length of 90mm, reducing seal width from 10mm to a minimum of 7mm. All other seals were intact. The foil pouch was also returned and no issues were noted with it that could have contributed to this event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).